Event description:
It was reported that post-implant defibrillation threshold (dft) testing in primary sense vector failed to detect tachycardia due to large artifacts on the subcutaneous electrocardiogram (secg). Dft was performed in secondary sense vector with appropriate detection and shock impedance. The patient was kept in hospital and their subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated pending data analysis by technical services (ts). Ts reviewed device data, noting the identified noise indicates possible air entrapment and/or connection issue. Troubleshooting recommendations were provided. The patient was to be reviewed two days later (B)(6) 2024) and therapy will be turned back on. No adverse patient effects were reported.

Event description:
It was reported that post-implant defibrillation threshold (dft) testing in primary sense vector failed to detect tachycardia due to large artifacts on the subcutaneous electrocardiogram (secg). Dft was performed in secondary sense vector with appropriate detection and shock impedance. The patient was kept in hospital and their subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated pending data analysis by technical services (ts). Ts reviewed device data, noting the identified noise indicates possible air entrapment and/or connection issue. Troubleshooting recommendations were provided. The patient was to be reviewed two days later ((B)(6) 2024) and therapy will be turned back on. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.